Manufacturer narrative:
Assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was bradycardic and experienced dizziness, and fatigue. They attempted to send a remote transmission from their pacemaker to their physician, however it was unsuccessful. They then tried rebooting the transmitter but still were unable to send the transmission and received a read error. It was then determined that the pacemaker had reached end of service. It was noted that the battery depletion was rapid and suspected to be premature battery depletion. The pacemaker was explanted and replaced, and the patient was in stable condition.

Manufacturer narrative:
The reported events of inability to interrogate and premature discharge of battery were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. As a result of this finding, abbott is performing further investigation.